Manufacturer narrative:
Eval other: preliminary investigation, based on photos provided of sample and quick visual of the event sample and visit of a smiths medical authorized rep, show that this event was likely due to user error during setup. Historically this type of fault is likely due to excessive force used when setting up the disposable in the fluid warmer. The o-rings were found to be dry and no sign of any lubrication. Instructions for use supplied with the fluid warmer has a "warnings" section of the operator's manual for the level 1 fluid warmer which identifies: "do not bend heat exchanger, bending may damage inner metal tube, serious pt injury could result". In addition, the fluid warmer unit has a symbol located in the area where the heat exchanger is mounted identifying: "do not bend heat exchanger".